Event description:
It was reported that a lead was identified with a misshaped helix out of the box. The helix was reportedly not lined up. The lead was not implanted in the patient and a replacement lead was used in its place. A review of the manufacturing record of the lead confirmed it had passed all quality inspections prior to release for distribution. The lead has been returned to the manufacturer, but analysis has not been completed to date.

Event description:
The returned lead assembly was analyzed in the product analysis lab where it was confirmed that the helices were misshapen. Visual analysis identified bends and creases on the positive and negative electrode ribbons. The positive ribbon was partially detached from the helical. No discontinuities were identified with the returned lead, no abrasions were noted, and no setscrew marks were observed, confirming that the lead had never been implanted. The misalignment of the helices as observed in the lab had no adverse effect on the lead's ability to perform as intended.